Event description:
The customer reported an accessory installation error. Also, the table movement was not functioning properly. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Per the representative, switch s16 for intermittent table accessory error was replaced. Also, the gas shock for the table top, and the table digital pcb for intermittent error 31 were replaced. The system was found to be working as intended and put back into service.